Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported cutter was unable to cut during a procedure. It became gradually worse and less able to cut the vitreous. Aspiration efficiency also became poor. The procedure was completed after replacing the product with another one. The condition of actuation was unknown. There was no patient harm.

Manufacturer narrative:
One opened probe was received, without a tip protector, in a bubble bag. The sample was visually inspected and found to be nonconforming with the probe needle bent, and orange/brownish foreign material on the port face and tip of the needle. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration and nonconforming for actuation. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Orange/brownish foreign material observed on the port face of the inner cutter. Gouge marks observed at several locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the probe had an aspiration failure. The evaluation indicates the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested; however, the observed actuation failure would have led to the reported cut failure. The most likely cause for the actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle assembly removed), the probe was able to actuate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The reported aspiration failure was not confirmed, the reported cut failure was unable to be confirmed, and an exact root cause for the bent needle and bent inner cutter could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).